Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the cartridge luer lock became disconnected from the infusion set tubing during the night. The customer's blood glucose (bg) level was reported to be 168 mg/dl. During troubleshooting with tandem technical support, the customer was guided through reconnecting the tubing to the luer lock and priming the tubing. The customer indicated that a bolus would be delivered. The customer was instructed to keep the luer lock connection tight and secure.